Event description:
On (B)(6) 2005, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt presented to the ER with bloody stools. A scope procedure revealed a fistula between the aorta and the bowels. On (B)(6) 2011, an aortogram did not visualize the communication between the aorta and the bowels. The physician assessed that the pt would not tolerate an open procedure to address the fistula. On (B)(6) 2011, the pt was transfused with more than a liter of blood. In addition, three gore excluder aaa endoprostheses were implanted endovascularly to reline the original endograft system to attempt to close the communication between the aorta and the bowels. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.